Event description:
The iab was inserted into the pt on 4/1/97 at 11:00 pm. On 4/2/97 at 8:00 am, the iab was removed. The iab did not malfunction. The pt had an ischemic complication as a result of the event and a vascular surgeon was consulted and surgery was required. (Event complications: the pt had ischemia/surgery ) required - reported 4/11/97. (Pt's current status: unk - rpt'd 4/11/97.)